Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "(2) keller funnels where the implant got stuck" (inadequate lubrication).

Event description:
Healthcare professional reported through company representative "reporting (2) keller funnels where the implant got stuck". This record is for an accessory and does not have a side. Device did not have contact with the patient.